Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post coronary drug eluting stenting treatment procedures, the physician is reporting a concern of high target lesion revascularization rates but without specific numbers. No additional information has been provided.